Event description:
Gamma3 short nail reoperation. Converted to gamma3 long nail.

Manufacturer narrative:
Evaluation summary: affected item(s) were not returned for evaluation. A review of the DHR revealed no deficiency in manufacturing and no material observations. The risk analysis had considered nonunion; the estimated thresholds were not exceeded. A product deficiency was not reported. In this case it could only be referred to available information. General aspects: non-union is a typical complication of proximal femoral nailing. This harm does not primly depend on the implant. It is mostly caused by the kind of fracture (especially comminuted subtrochanteric fractures), patients' general condition (osteoporosis), and primly the respective surgical technique. Non-union could cause significant permanent harm. From technical point of view a further statement was not possible. With available information the cause of the event was most likely based on the patients¿ condition and / or on surgical technique but not caused by a deficiency of the device. In case the products and / or relevant clinical information should become available, we reserve the right to update the investigation and change the root cause. With available information the event was not caused by any deficiency of the device(s).

Event description:
Gamma3 short nail reoperation. Converted to gamma3 long nail.

Manufacturer narrative:
The device will not be returned. Additional information was requested and if received will be provided on a supplemental report.